Event description:
It was reported that on (B)(6) 2024, a 16-14mm amplatzer duct occluder was chosen for the closure canal artery with residual shunt using a unknown delivery system. Two days after the procedure, a residual shunt and hemolytic anemia was noted and a blood transfusion was performed. The physician mentioned the cause hemolytic anemia was of unsuitable choice of occluder. On (B)(6) 2024, the amplatzer duct occluder was explanted via transcatheter snare and a 8mm amplatzer muscular vsd occluder was implanted without hemolysis. The patient was reported stable.

Manufacturer narrative:
An event of residual shunt and device explant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported incident could not be conclusively determined. However, it was mentioned that the cause hemolytic anemia was of unsuitable choice of occluder. There is no indication of a product quality issue with regards to manufacture, design, or labeling.